Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had exhibited possible infection as the patient experience burning sensation at the pocket site. The technical services (ts) directed the patient to contact the cardiologist. There were no additional adverse patient effects reported. This crt-d remains in service.